Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (unites states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter: ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter: ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms: ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
Us complainant reported the patient had impella 5.5 support and during support, the staff attempted to reposition the pump due to it causing some mitral regurgitation. After the repositioning, a kink was noted as well as the plastic bunched up disrupting integrity of catheter shaft. Additionally, it was reported that there was sterile sleeve damage. The pump could not be repositioned due to the damage to the catheter shaft, it will not advance through the touhy valve. Support continued and the patient survived the event.

Manufacturer narrative:
The investigation of positioning issues, heart valve damage, and product damage (sterile sleeve damage) has been completed. The returned product was investigated and the severe kinking/bunching in the catheter was observed. The cath lock had no issues advancing back and forth over a different section of the catheter. This confirms the suspected caused of the issue stated in the clinical narrative. Based on clinical details and returned product, the root cause of the positioning issues was determined to be a cath anchor use issue. There are no mentions of the patient anatomy being abnormal or diseased. Based on clinical details and data logs, the root cause of the heart valve damage was determined to most likely be improper positioning. Based on clinical details and returned product, the root cause of the product damage was determined to most likely be a use issue.